Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide cath: 7 french, stent: 3.0x38mm synergy, 3.5x24mm synergy. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that a coronary stenting procedure was performed to treat a target lesion in the mid left anterior descending (lad) artery. Two non-abbott stents were implanted, in overlapping fashion, and a perforation was noted. A 2.5 x 8 mm dilatation catheter balloon was inflated in an attempt to seal the perforation. This was unsuccessful and the 2.8 x 16 mm graftmaster stent was advanced; however, the graftmaster stent delivery system failed to cross to the target location, due to the patient anatomy and previously implanted stents. The graftmaster stent dislodged in the proximal lad/left main artery. A dilatation catheter balloon was advanced through the graftmaster stent and was able to pull the dislodged stent back into the guiding catheter. All devices were removed and the dislodged graftmaster stent was removed from the patient anatomy without patient injury. The perforation was treated with additional balloon inflations. The patient remains hospitalized, but condition is improving. No additional information was provided.